Manufacturer narrative:
Received one (1) used list# 142730490 plum 150 ml burette set. The blue clave on the burette arrived torn at the semi-rigid male adaptor. The deformation on the area of the break was at a slight angle. The reported complaint of clave breakage can be confirmed. The probable cause is due to unintentional external bending forces applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a plum burette set the reporter stated ¿blue clave above burette breakage¿. The event was noted during infusion of normal saline. There was obvious defects noted on the tubing set like cracks or breaks at the clave above burette. There was no hole, cut, tears or any other defects noted. The tubing was replaced and therapy resumed. The product was stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. 1 involved set and 1 sample is available for investigation. Sample picture is not available. No further information is available. There was patient involvement and no patient harm.